Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she pulled the set out of the middle of the night due to irritation. The customer stated that she had symptoms such as nausea and headache. The customer was unable to troubleshoot during the time of call.